Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient had difficulties with speaking, a fall, and new symptoms. The patient stated they were sleeping on their couch and fell off their couch onto the coffee table. The patient stated that the doctor was aware of the fall but may not have been aware the fall was about the same time as the change in therapy. When troubleshooting the patient reached a lower limit screen. The patient stated due to symptoms being reported the doctor told them to decrease their stimulation. The patient stated they had 2 ins¿ implanted and the one on the left was showing it was 3.2 and the doctor wanted them to decrease their stimulation to 2.8, but when they tried to decrease they were getting the lower limit reached screen. The patient did not have an ID available to verify there was a second ins. The patient was saying it was harder to speak. The patient stated they had a harder time speaking and felt like they had to over enunciate their words for them to make sense. The patient stated they had seen the doctor and they decreased the stimulation and that issue was resolved. The new symptoms the patient stated they felt like they had to work very hard to speak for their words and felt like their lungs were having a hard time keeping up and harder to catch their breath. The patient stated it was more tired and breathless. The patient stated that the patient took a medication for anxiety. The patient stated the doctor told them to take one prior to going to bed which should help their rem sleep, and the doctor felt like that was why they had their fall. That the patient was acting out their dream and that was why they fell. There were no further complications reported.